Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Customer administered correction boluses via the pump to address the bg levels. Reportedly, the customer overcorrected via bolus delivery in response to their elevated bgs and subsequently experienced intermittent low blood glucose (bg) levels of 38-43 mg/dl. Customer¿s partner provided assistance to consume ¿apple juice, chocolate and everything else¿ to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.